Event description:
It was reported that the patient presented for a follow-up in clinic for a magnetic resonance imaging (MRI) procedure. It was noted that the pacemaker (pm) had no radio frequency (rf) or inductive telemetry. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Manufacturer narrative:
Corrected date: d6b updated to show the explant date of (B)(6) 2024.

Event description:
Additional information received indicated the pacemaker (pm) was explanted and replaced. The patient was stable throughout the procedure.